Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the bottom case were cracked, and the handle was broken on the top case. A review of the event history log (ehl) identified battery not working error. During the functional testing the reported issue was able to be duplicated. The root cause of broken handle was due to the pump being mishandled or dropped by the customer. The root cause of the battery not working was due to normal wear as the battery was over 6 years old. Replaced the top case and the battery. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump's handle was cracked off the unit and was exhibited a system error per customer. No patient injury was reported.